Event description:
It was reported the implantable neurostimulator (ins) did not function well and the patient programmer would not respond to the ins on (B)(6) 2015. The patient had seen their healthcare professional (hcp) on (B)(6) 2015 for a periodic adjustment and to have impedances measured. When the patient met with the hcp again, the hcp found the initial settings of 1.5v, 60 us, and 130 hz had changed to 1.5v, 210 us, and 30 hz. The hcp had not changed the programming. The date of the last sessions was logged as (B)(6) 2014 event though the last session was done on (B)(6) 2015. The hcp assumed something happened during the interrogation at the last device check and the settings had been changed to default/factory settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been meeting with their healthcare professional (hcp) for a periodical adjustment when the event occurred.